Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted all pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported not receiving a replacement adc freestyle libre sensor which was issued as customer had reported the error message, "replace sensor", when scanning. On (B)(6) 2021, as a result, the customer experienced general dizziness, feeling bad, low energy, and headache. The customer stated they received third-party medical treatment from someone other than themselves; however, the customer was unable to provide additional information as the customer needed to end the call. No further information was reported. There was no report of death or permanent injury associated with this event.